Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that the architect c16000 analyzer generated discrepant results on 2 patient samples. Patient 1: an initial sodium result of <100 meq/l was generated. The sample was repeated on another analyzer and a result of 139 meq/l was generated. Patient 2: an initial magnesium result of >9.6 meq/l was generated. The sample was repeated on another analyzer and a result of 2.2 meq/l was generated. The discrepant results were not reported and there was no report of impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
While troubleshooting the issue, the customer observed that the "dry tip on the cuvette washer was broken and pieces had also clogged some nozzles on the cuvette washer, causing incomplete cuvette washing". The customer replaced the aero/c8k cuvette dry tip ln 09d51-02 which was considered the likely cause of the discrepant results. A review of the service history for the customer revealed no subsequent issues attributed to the aero/c8k cuvette dry tip regarding erratic/discrepant results. Customer complaint data was reviewed and no systemic issues or adverse trends were identified. The architect systems operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.